Manufacturer narrative:
Updated fields - b4, d9, e1 (initial reporter, event site city and telephone number), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the video receiver to lcd cable and the display controller pcb. All functions and safety performance indicators passed according to factory specifications. The iabp was delivered to the customer for clinical use.

Manufacturer narrative:
Due to character limit e1 event site name is event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the screen of cs300 intra-aortic balloon pump (iabp) is distorted due to the aging of cables. There was no patient involvement.